Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 757 mg/dl. Customer stated that she was having problems with her leg due to diabetes. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement, basic occlusion, occlusion, prime, excessive no delivery alarm due to alarms. No motor error alarms noted.